Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive compromised forced sensor alarms. Customer's blood glucose was 8.2 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with the currents within specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No compromised force sensor system alarm or c33. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.